Event description:
The following information was received from baxter (B)(4) and is a report from a consumer with supplemental information from the nurse in the (B)(6) of contaminated at the hospital and contracted peritonitis in the hospital from the procedure that the patient had and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). It was unknown whether dianeal therapy was ongoing. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient was diagnosed with fungal peritonitis. Treatment rendered was not reported. Concomitant medications were not reported. On (B)(6) 2012, the following information was received from the peritoneal dialysis nurse (pdn). On (B)(6) 2012, the patient was hospitalized for a procedure (unspecified). The nurse confirmed the reason for hospitalization was not for peritonitis. The nurse confirmed the patient was contaminated during the unspecified procedure and the patient contracted peritonitis. On an unreported date in (B)(6) 2012, during the hospitalization, dianeal therapy was withdrawn and the patient was switched to hemodialysis (hd). On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. The pdn reported the patient was recovering from the event of peritonitis. The pdn reported that she believed that the cause of the peritonitis was related to the contamination which occurred while the patient was undergoing the procedure in the hospital and that it was unrelated to dianeal therapy or pd devices.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a peritonitis (serious injury). The complaint is not confirmed and the assignable cause is undetermined because the disposable set was not returned to baxter, the lot number was not provided for batch review and user did not describe details for any types of use errors or other issues that might have caused peritonitis or contamination. Baxter will continue to monitor similar reports to determine if further actions are required.